Event description:
It was reported that a diagnostic anomaly was observed on a remote transmission. Patient was asymptomatic. Programming changes were discussed but no programming change has been performed, as patient has not presented to the clinic.